Event description:
A customer reported an issue with the touchscreen of their pump, which was frozen and unresponsive to input. Although the caller declined to provide specific blood glucose levels, there was no reported adverse impact. Technical support provided complete pump reset information, and the customer successfully reset the pump, restoring touchscreen functionality.